Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues and high pacing threshold measurements. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.